Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged visualization of particles. There is no allegation of serious or permanent harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Corrected information was provided in section d7a (marked as "yes" in initial report, it should be "no").

Manufacturer narrative:
On january 06, 2023, mentor became aware that it erroneously put the date of november 18, 2022 in section g3-date received by manufacturer in the previous report. The correct date is november 17, 2022. Manufacturer¿s reference number: (B)(4). On january 06, 2023, mentor became aware that it erroneously put the date of november 18, 2022 in section g3-date received by manufacturer in the previous report. The correct date is november 17, 2022.